Event description:
Dr reported that a catheter had broken during a procedure. The tip of the catheter had been glued in placed and left in the pt. The physician was performing an embolization of a vein of galen fistula. Access to the malformation was through the posterior choroidal artery, and the device was left in place to not cause further damage. The device is not available for return.